Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Additional review determined the following patient and device codes were not related to this event: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported that poor electrode reaction meant there was a short circuit.

Manufacturer narrative:
(B)(6. (B)(4) no longer applies to the lead. Coding updated. Analysis of the lead found insignificant anomalies. The lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. Analysis observed the proximal end of the lead was stretched. During visual analysis of the lead, it was noted part(s) {} of the distal end were not returned. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389s, product type: lead.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported a consumer was implanted in 2014. After which, a test found that the electrode reaction was poor. The consumer had implant a new electrode on (B)(6) 2017. The consumer¿s current status was no influence. Additional information received clarified ¿electrode reaction was poor¿ to mean ¿poor electrode reaction.¿ the consumer¿s expected disease to be treated was noted as parkinson¿s disease. There were no further complications reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.